Event description:
Per the clinic, the device was explanted due to the electrode array not being found to be properly located in the cochlea. The device was explanted on in (B)(6), 2010 (date not specifed). There are no plans to reimplant the patient as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)